Event description:
The pt reportedly is experiencing pressure and discomfort at the implant site. The pt is also experiencing sound quality issues. Testing showed that the pt's device is functioning. Programming adjustments were made, however, this did not resolve the issue. Revision surgery will be scheduled.